Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. Reportedly, the clip released; however, the vessel locator wings did not refold, and a hard stick was experienced. The pt received a blood transfusion and closure was achieved with surgery. No add'l info is available.